Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, poor sleeve function resulted in sample leakage of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, functional testing was performed on 30 retention samples for sleeve leakage and tube push off. All samples passed testing for sleeve leakage; however 3 of the samples failed for tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, poor sleeve function resulted in sample leakage of one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, poor sleeve function resulted in sample leakage of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary: bd did not receive any samples or photos for investigation. Therefore, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device. Upon inspection, there was no evidence of damage to the device, poor sleeve recovery, or sleeve leakage during use. However, six of the samples failed testing as tube push off was observed on the first or second tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve function. This complaint has been confirmed for tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.